Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer called to verify that the pump they shipped for a failure analysis would return instead of the replacement pump. The customer also complained of high blood glucose at the time of the call but did not want to trouble shoot or give anymore information about the high blood glucose. No further information was provided.